Event description:
Colon exam being done. When table was moved towards head end, pt's hand/fingers were pinched between underside of top & table frame. Table top was examined & found to be installed in reverse, and or end.